Event description:
It was reported that insulin gauge on pump displayed an amount different than expected, showing 3 units instead of caller¿s expected 243 units, and caller was currently experiencing a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Technical support educated caller on the need to remove air from cartridge before filling, caller acknowledged instructions but declined to load new cartridge immediately and chose to continue using current cartridge and follow up if necessary.